Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed. There was no inappropriate therapy and programming changes were made.

Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed. Programming changes were recommended. The patient was stable.